Event description:
Pt reports that in 2007, she passed out at work and was giving 2 injections of glucagon. She was driven to the hosp where she reports her blood glucose was high (value unknown). She reports she waited to be seen for >4 hours. She reports leaving when she was told that it would be another 2 to 4 hours before she would be seen. On the way home, she reports she passed out and paramedics were summoned. The paramedics treated her with IV glucose and brought her back to the hospital. She was treated with IV fluids until her blood glucose was 89 mg/dl then she was released. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.